Event description:
Subsequent to the initial MDR, a correction was updated on 4/4/2025.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. D4 model no - additional information. D4 catalog no - correction. D4 serial no - correction. D4 lot no - correction. D4 expiration date - additional information. Primary UDI number - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H4 device mfg date - additional information. H10: corrected data.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced hyperglycemia, couldn¿t stand, couldn¿t breathe properly, had pain on the body, headache and felt sick. He was admitted to the hospital on the on (B)(6) 2025. At an unspecified time of the event the cgm reading was 14.8 mmol/l and the bg reading was 38.1 mmol/l. There was treatment provided but there was no information about the treatment nor the medical intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). H2 additional information h6 health effect - clinical code - e0122 movement disorder.

Event description:
Subsequent to the initial MDR, additional information is required.